Event description:
Physician had two wires in the vessel and placed a stent on a sion blue and deployed the stent which intentionally trapped the samurai wire against the vessel wall. When trying to remove the samurai wire, the stent snagged something on the wire and it was struck. Upon trying to remove the wire, the samurai wire separated and the distal end of the wire was left in the vessel. The physician used a snare to retrieve the leftover wire and was successful. The patient was not harmed but required intervention and longer procedure time. FDA safety report ID # (B)(4).